Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power drive device was rotating the wrong way round. It was further noted that there was wiring, soldering, and electrical fault. It was noted that the device failed pre-repair diagnostic tests for untrue running, function of the hand piece, function test, immediate stop, triggers and electric control unit (ecu) and power with test bench. It was noted in the service order "device had a wrong rotational direction." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.